Event description:
A report was received that the patient¿s incision site had open up a little. It was noted that there was no infection and the lead migrated due to patient¿s activity after the implant procedure. The patient underwent a revision procedure and some fluid was aspirated from it to prevent future infection. The patient was doing well post operatively.